Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels. Customer¿s low blood glucose level was 50 mg/dl. Customer treated low blood glucose with food. Customer had been using insulin pump system within 48 hours of low blood glucose event. Auto mode feature was activated at the time of low blood glucose event. Current blood glucose was 461 mg/dl. The insulin pump will not be returned for analysis.